Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci partial nephrectomy procedure, it was observed that the prograsp forceps instrument will not articulate. A broken wire was identified. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of instrument will not articulate, wire broken. There was no trouble found. The instrument was placed on an in-house system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Functional performance testing did not find any issues. The instrument is fully functional. No other damage found.